Event description:
It was reported by the customer that they are having issues keeping their batteries charged and it caused an issue in several surgeries. It was reported that during at least 3 joint procedures five batteries were gone through before a charged one was found. Events surrounding other procedures were unknown. The account would use an older backup system to complete the procedure. This delayed the surgeries 30 minutes. There were no adverse consequences during these incidences and they were all completed successfully.

Manufacturer narrative:
As of the date of this report the device has not been returned for evaluation. The product was requested from the account on (B)(6) 2010. This report will be updated when the product is returned and an investigation is completed.